Manufacturer narrative:
H6: component code - 515.

Event description:
It was reported to gore through a post-market clinical follow-up (pmcf) survey (part of a quantitative market research study) using gore® viabil® biliary endoprosthesis, that there were occlusion of cystic duct causing acute cholecystitis, necessitating percutaneous cholecystostomy drain placement. Kinking and occlusion of stent. Narrowing from tumor encasement (question: what unanticipated problem did you encounter when using gore® viabil® for malignant strictures: percutaneous?) The record ID is: (B)(4).

Manufacturer narrative:
Age, gender and weight were requested, but not provided. Due to an unknown lot/serial number and no device return, an investigation could not be performed. Per the instructions for use (IFU) for the gore® viabil® biliary endoprosthesis, complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprosthesis, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death.